Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation and left breast implant bottoming out, post-procedure. The right breast was described as getting smaller. The left implant had drifted inferolateral and disrupted the inframammary crease and gone toward the left axillary region. As a result, the patient underwent bilateral capsulotomies, left inferolateral capsulorrhaphy, bilateral removal and bilateral replacement on (B)(6) 2021. The replacement devices were the following: (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9527187 sn: (B)(4) and (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9527187 sn: (B)(4). This medwatch form is for the left breast prosthesis.